Event description:
Customer reported nurse noted tubing leaked during an infusion of heparin. Apparently, the set was not properly seat at the top of the pumping segment. No patient harm reported. No additional information was available. Carefusion representative visited the site and provided proper set loading for alaris pump module tip sheet to customer.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Expiration date): between 08/01/2012 and 09/01/2009. MFR date: between 08/31/2009 and 09/04/2009. Product evaluated and customer's experience of set leaking was confirmed. The cause of the leak was due to a pin hole on the silicone segment near the upper fitment. Crush marks were noted on the upper fitment indicative of a possible set misload. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during the identified build time frame for the failure mode reported.